Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligature procedure performed on (B)(6) 2022. During the procedure, the bands got twined and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had five bands attached, some bands were moved, and a band was broken and detached. The white band was not returned. The suture thread has been unfolded from the ligator housing. The suture thread was in good condition with seven knots. The suture hole of the ligator housing, including the returned irrigation tube were in good condition. The ligator housing teeth were found bent/damaged. The handle slot did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned with some bands were moved and one band was broken, and the ligator housing teeth were bent. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately during the deployment of the bands. The suture tension may not have been correct bending the teeth and moving the bands from their place, even causing the rupture of one band. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligature procedure performed on (B)(6) 2022. During the procedure, the bands got twined and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.